Event description:
It was reported that during a labral repair procedure using a speedstitch suturing device, the speedstitch handle neglected to fire the suture. Several attempts were made with this handle, however, each yielded the same result. After a 30 minute surgical delay the procedure was completed using a different arthrocare device. There were no pt complications reported as a result of this event.